Manufacturer narrative:
Additional 510(k): k083641.

Event description:
It was reported that the airway adapter could not be separated from the neonatal/pediatric tracheostomy tube. No serious injury was reported in connection with this incident. The patient was however manually "bagged" while the airway adapter was removed from the tracheostomy tube assembly.

Manufacturer narrative:
Two samples were received for analysis: one from p/n 007/782/035 and the other from: p/n 007/782/030 both samples were connected to an unknown product. The units are in used conditions without their original packaging. Samples were visually inspected, at a distance of 12" to 16" and normal conditions of illumination. During the visual inspection, it was noted that the 15mm connectors were attached to an unknown product. Functional testing included use testing was performed. During investigation an attempt was made to separate the connector from the unknown product and it was very easy to separate the connectors with both samples. Additional samples were connected again to the unknown product and they were separated using a disconnecting wedge, once the wedge was inserted, the connectors were separated easily without applying any force. The diameter of the connectors was inspected, and no discrepancies were found. Based on the evidence, the complaint was unable to be confirmed. As a preventive action production personnel were notified by quality intern to awareness of the defect reported by the customer.